Event description:
It was reported that a malfunction alarm occurred with no notable events prior to the incident and the malfunction code was not resettable. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer did not have backup therapy available and was advised to contact their healthcare provider. Technical support provided instructions for storage mode and shipping and sent a replacement pump with updated software to the customer.